Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to sense and failure to capture. Through x-ray, it was noted that the right ventriculaexr lead has dislodged. The reported lead was explanted and replaced on 4 nov 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to sense, failure to capture, and lead dislodgment were not confirmed. As received, a lead was returned in one piece for analysis. Final analysis did not identify any anomalies.